Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is not displayed, scope ID is not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage to the scope connector. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during setup and inspection for use, the colonovideoscope displayed an ¿e315 non-compatible scope connection¿ message. There were no reports of patient involvement.